Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: navistar catheter, carto mapping system. Other companies¿ devices were used in this study: 8f 64-element phased-array intracardiac echocardiography catheter (acunav; acuson), a bidirectional closed-irrigated ablation catheter (chilli; boston scientific). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient with ventricular tachycardia (vt) and non-ischemic dilated cardiomyopathy underwent radiofrequency ablation and suffered pericardial tamponade requiring open-chest surgery to control the bleeding because of a perforation of the middle cardiac vein which occurred during pericardial access. Patient had concomitant epicardial cryo-ablation targeting the perivalvular epicardium guided by endocardial uni-polar voltage abnormalities and ECG morphology of the induced vt. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿long-term outcome after catheter ablation of ventricular tachycardia in patients with nonischemic dilated cardiomyopathy.¿ the purpose of this study was to determine the long-term outcomes of endocardial and adjuvant epicardial ca in non-ischemic dilated cardiomyopathy. The study was conducted between january 1999 and december 2014. A 282 patients were involved in this study. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown.

Manufacturer narrative:
(B)(4).